Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No button error alarm noted. Unit had broken reservoir tube o-ring, cracked display window corner, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, cracked and minor scratched display window. No unexpected circle on the screen noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.